Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device does not detect external paddles or cables. There was no patient or user involvement.

Manufacturer narrative:
Device code updated.